Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external transmitter had burn damage. There were no injuries or consequences to any users, as the transmitter had been returned without any complaint associated.

Manufacturer narrative:
The field complaint of burn damage on the unit was verified. The inspection of the green contact strips in the alternating current (ac) power adapter revealed burn damage. Upon opening the ac power adapter, inspection revealed that there were multiple burnt components on the main printed circuit board (pcb). Inspection of the inner housing of the transmitter revealed it had sustained burn damage as well. As a result, we can conclude that during an electrical event, the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. Electrical storms could potentially generate thousands of amperes of current flow, which can completely destroy a main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.